Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that air bubbles in the reservoir has occurred after several hours. It was mentioned that the customer stored the insulin by room temperature and does not use prefilled reservoirs. No leaks between the o-rings was detected. The customer's last blood glucose reading was 400mg/dl. The self test was performed and passed. According to the nurse the reservoir was the reason for the customer's high blood glucose. No further information was provided.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.